Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ pen needles 31g x 8mm it was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: lately, we observed some issues with our (existing and proven) pen and some types of bd needles (e.g. Ultrafine 31gx8mm). Once more we are currently not able to provide evidence that the two devices fit together and meet the requirements. Therefore we are not able to include your needle in the specification with one us b2b customer. Following thorough investigation with focus on the needle thread we observed some deviation potentially caused by manufacturing of the needle. We now assume this is the root cause for our non-conformity.

Event description:
It was reported while using bd ultra-fine¿ pen needles 31g x 8mm it was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: lately, we observed some issues with our (existing and proven) pen and some types of bd needles (e.g. Ultrafine 31gx8mm). Once more we are currently not able to provide evidence that the two devices fit together and meet the requirements. Therefore we are not able to include your needle in the specification with one us b2b customer. Following thorough investigation with focus on the needle thread we observed some deviation potentially caused by manufacturing of the needle. We now assume this is the root cause for our non-conformity.

Manufacturer narrative:
Date of event is unknown. Awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-aug-2023. H6: investigation summary one hundred and twelve sealed 31g x 8mm pen needles were returned from lot no. 9344144, cat. No 320524. Magnified visual examination (30x) and a functionality test was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.

Event description:
It was reported while using bd ultra-fine¿ pen needles 31g x 8mm it was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: lately, we observed some issues with our (existing and proven) pen and some types of bd needles (e.g. Ultrafine 31gx8mm). Once more we are currently not able to provide evidence that the two devices fit together and meet the requirements. Therefore we are not able to include your needle in the specification with one us b2b customer. Following thorough investigation with focus on the needle thread we observed some deviation potentially caused by manufacturing of the needle. We now assume this is the root cause for our non-conformity.